Event description:
It was reported that the patient visited the emergency room (ER) on (B)(6), 2023 due to high blood glucose levels. The patient's blood glucose was "high" (>27.8 mmol/l) (>500mg/dl). At the hospital, the doctor replaced the pod, but after a few hours there was still no change in the patient's blood glucose levels. The patient was treated with intravenous insulin and was released from the hospital the same day.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.